Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on march 25, 2017 due to high blood glucose. The customer experienced symptoms such vomiting blood. Blood glucose at the time of the admission was 584mg/dl. The customer states the pump alarmed button error and non of the buttons were working. The insulin pump will be returned for analysis and replaced.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test at 0.08790 inches. Device received with intermittent up arrow button due to flattened dome switches (no crease). No unlocked lcd keypad connector.